Manufacturer narrative:
This report is submitted on july 06, 2018, by cochlear ltd. On behalf of cochlear americas.(B)(4).

Event description:
Per the surgeon, the patient was administered a steroid (date and type not reported) due to skin overgrowth at the abutment site.

Manufacturer narrative:
It was reported that the patient underwent a skin revision on (B)(6) 2018.